Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to weakness. The right atrial (ra) lead exhibited oversensing and has mode switching. The lead remains in use. No further patient complications have been reported as a result of this event.